Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent.

Event description:
Follow up was received via medwatch on 04-mar-2026. It was clarified that four pods had been associated with hyperglycemia. Two pods failed the evening on verbatim "(B)(6) 2026." The patient's blood glucose increased to 420 mg/dl and large ketones in their urine. They were seen in the emergency room (ER) with hyperglycemia on (B)(6) 2026. Several correction boluses of insulin were programmed; however, these did not bring the patient¿s blood glucose down and they started vomiting. It was also reported that the patient had a high ketone level (no exact values provided). The patient was treated with fluids and electrolytes. The patient¿s blood glucose levels were also monitored. The patient was released from the ER 5 hours later.

Manufacturer narrative:
Supplemental report associated with medwatch mw5183509 received 04-mar-2026. A4, a6, b1, b2, b5, b7, e4, g3, h1, h2, h6, and h10 have been updated accordingly. The physical device was not returned for investigation. Cloud data for the period of (B)(6) 2025-(B)(6) 2025 was downloaded for review. Inspection of the patient history buffer (phb) file indicates that the pod serial number listed on the complaint page (B)(6) was activated at 21:41 on (B)(6) 2026 in the user's time zone. The system immediately began operating in automated mode: limited for the first 20 minutes of pod activation as expected, with the latest received estimated glucose value (egv) of 99 mg/dl. The user was receiving intermittent period of -1 egv indicating a failure to connect between the pod and continuous glucose monitor prompting the system to switch between automated mode and automated mode: limited as a result. While in automated mode: limited, the system was delivering at the lower of the user's manual mode and adaptive basal rate, as expected. While in automated mode, the system was correctly adjusting suggested insulin based on egvs and was found to be delivering at the max rate several times during the run in response to high egvs received. Egvs were found to increase to 360 mg/dl by 04:00 on (B)(6) 2026 before decreasing slightly to 355 mg/dl prior to device deactivation. No boluses were found to be delivered by this pod. The pod was deactivated at 04:14 on (B)(6) 2026. No issues were found with insulin delivery based on the available cloud data. However, without the returned pod, it could not be determined if the cannula was bent or there were any issues with the pod that would have prevented insulin delivery. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.0. Cloud - hardware iphone15.2. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158".